Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. There was no evidence of the reported issue in the event history log. An accuracy test was performed and the reported "failed accuracy" issue was unable to be duplicated; test results of +1.01% -1.88% and -0.95% were all within the internal spec of +/- 3.0%. The customer's accuracy test setup or procedure is incorrect. The pump will undergo standard periodic maintenance. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +11.15%. The issue was discovered during testing and there was no patient involvement.